Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there were lower than expected flows. During removal of the peel-away introducer, the impella shifted under mitral structure. The physician attempted to reposition the impella; however, was not able to get the pump back across the aortic valve but was able to then cross the valve and was in excellent position. After repositioning, there was suction at p-2, and the cannula appeared to have a kink in it. The pump was removed and replaced with no harm to the patient. Additional information was provided that noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported positioning and product damage issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a kink in the cannula was confirmed, no other damage was seen. The cause of the positioning issues was use related, as the impella migrated as the gwru was inserted. This report is being filed as part of a retrospective review of historical records.